Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision shoulder surgery was performed due to a glenoid component detachment. Loosening of polyethylene on the glenoid. Removal of the eclipse prosthesis and conversion to an inverse shoulder prosthesis with donor bone augmentation. The initial surgery took place (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The reported failure is most likely due to a patient-specific event, particularly the loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed, and/or tissue reaction to the implant. The complaint was confirmed based on the attached pictures and the received devices. Due to the biohazard condition, they were unable to be physically and visually evaluated.